Event description:
It was reported that the patient presented to the emergency room due to experiencing syncope. Upon interrogating the pulse generator, noise was noted on the atrial and ventricular channels causing asynchronous pacing and episodes of atrial crosstalk on the ventricular channel. This resulted in over sensing and asystolia which was attributed as the cause of syncope. It was noted that the device was inappropriately programmed. The device was reprogrammed and remained implanted. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.